Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-5316, serial: na, batch: 35501086; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35501086.

Event description:
It was reported that following an implant procedure, the patients airway was compromised and the patient had to be turned over with open incisions. It was noted that health problems during the procedure were not device related. The physician decided to explant the implanted devices due to the caution of potential infection with an open wound on an unsterile field. All device components were removed and will not be returned due to facility policy.